Event description:
Spontaneous patient did report a manufacturing defect with the needle, needle was not present and there were black specs inside packing, unknown if patient missed dose. No adverse event reported. Unknown if patient still has defective device on hand for return. Unknown if md is aware. No further information provided. Reported to (B)(6) by: patient/caregiver.